Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient's vision was horrible. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was stated as, "patient healed hyperopic from the target". Additional information received stated that patient's right eye was impacted and a non-company lens was used as replacement lens.